Event description:
It was reported to medtronic neurosurgery that there was insufficient flow of csf observed in the strata nsc valve implanted in the patient. According to the report, a preoperative shunt angiogram showed some flow from the peritoneal catheter and the doctor didn't think the valve was completely blocked. On 2014-(B)(6), the valve was explanted. It was reported that the patient will have vp shunt replacement surgery on 2014-(B)(6).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for pre-implantation testing. It did not meet the requirements for reflux, pressure-flow, and leak testing due to a tear on the top of the dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.